Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose in the 500 mg/dl range. She could not breathe. She experienced copd in conjunction to her hyperglycemia. The patient was treated. Troubleshooting was declined since the customer could not see very well. No products were returned for analysis at this time.